Manufacturer narrative:
The customer's cobas liat analyzer (s/n (B)(4)) was not recommended to be returned for evaluation and repair. From the data assessment, it was identified that a disturbance was observed in both background and baseline levels of the analyzer after run #2024, indicating contamination in the optical path and the false positive result observed during run #2030. Roche received complaints alleging invalid and/or false positive results with the cobas® sars-cov-2 & influenza a/b test for use on the cobas® liat® system for one or more targets (sars-cov-2, influenza a, influenza b). When reviewing the customer-provided data associated with the reported invalid and false positive results, abnormal pcr curves were observed. Per the on-going investigation, several potential causes for the abnormal pcr growth curves leading to invalids and false positives have been identified. These include tube leaks, abnormal pcr steps, and loose thermal sensor wiring. Overall across the installed base, these issues from product use may occur sporadically. For invalid or false positive influenza results, adverse health consequences are not likely. For invalid sars-cov-2, adverse health consequences are not likely since detectability is high and testing can be performed on alternative platforms. For erroneous positive sars-cov-2 results, there is the possibility of adverse health consequences in high risk individuals. As stated in the instructions for use, clinical correlation with patient history and other diagnostic information is necessary to determine patient infection status. A cobas liat software update has been launched to better identify the thermal sensor errors. A new cobas® sars-cov-2 & influenza a/b script to better detect abnormal pcr curves will be made available in due course. Consignees have been notified. The customer issue has been alleged on the cobas liat system, product code: occ catalog number07341920190 and UDI (B)(4). The test used on the cobas liat system is the cobas sars-cov-2 & influenza a/b test product code qjr, catalog number 09211101190 and UDI. (B)(4) (B)(4)

Event description:
The customer alleged discrepant results generated from a cobas® liat® system (s/n (B)(4)). A customer from (B)(6) alleged that they received a potential false result for a patient¿s sample tested using the cobas® sars-cov-2 & influenza a/b (scfa) assay analyzed on the cobas® liat® system (s/n (B)(4)). The system assessment has confirmed that on (B)(6) 2021 it was identified that run #2030 generated an influenza b positive result for a patient¿s sample. The patient had newly collected sample taken the same day, and tested on another platform for the influenza b target and negative results were generated. The testing method and platform were not provided. No harm or injury was indicated. The positive result was initially reported out to the patient and/or personnel treating the patient but later corrected.